Event description:
Meter name: one touch ii. Strip name: lifescan. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: no symptoms. A pt reported they were seen in physician's office and then treated by emt. Their meter allegedly was inaccurately low. The result on their meter was 47 (no units). The result on the emt meter was 157 (no units). The time difference between pt's meter and emt meter was 3 mins. Treatment was juice. Pt's demographic info was not disclosed. No further info has been reported.